Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had a partial excision on (B)(6) 2010. It was reported that the patient had additional mesh removed on (B)(6) 2017. It was reported that the patient experienced severe pain, bowel obstructions, infection, nausea, vomiting, chills, inflammation, adhesions, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020